Manufacturer narrative:
Upon follow up, customer reported that their knee was fine with no permanent injury.

Event description:
It was reported that after the pump insulin delivery was manually stopped, the pump resumed delivery automatically which led to a significant drop in blood glucose. The customer's blood glucose level reached 2.7 mmol/l, resulting in a car accident injuring customer's knee. Paramedics transported customer to the hospital. Customer was treated with intravenous fluids and saline. Low bg resolved and customer was discharged on (B)(6) 2025. The incident was attributed to a misunderstanding of the pump's functionality. Pump history was reviewed, and no malfunctions or pump faults were observed. Technical support performed a pump system check with the customer and no issues were identified with the cartridge, insulin or infusion set tubing/cannula. Technical support educated the customer about the correct operation of the device, clarifying that the system functioned properly.